Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the osteoraptor anchor failed implantation, when it was inserted into the bone hole and the knob was pulled, the anchor pulled out from the bone. It is unknown if there was a surgical delay. The procedure was successfully completed using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h6: f code updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the suture string still through the channel but the anchor off the insertion device. The returned items have debris on them. The distal end of the anchor is dented and the proximal threads are deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.